Event description:
It was reported that guide wire break occurred. A 300cm choice¿ guide wire was selected however it was noted that the wire broke during the procedure. No patient complications were reported.

Manufacturer narrative:
Event date: (B)(6) 2014. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents: the spring tip kinked and bent. No evidence of fracture on the wire was found. All the outer diameter (ods) and guidewire overall length measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that guide wire break occurred. A 300cm choice guide wire was selected however it was noted that the wire broke during the procedure. No patient complications were reported.